Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus) due to atrophy. The entire aus system was removed and replaced with a new one. No further complications were reported in relation to this event.

Manufacturer narrative:
Analysis of the ams 800 urinary control system identified a leak in the cuff at the shell-adapter junction with wear at the fold from the outside in. A ship history and DHR for this complaint record cannot be performed due to the upn not being reported. Labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced fluid loss with the artificial urinary sphincter (aus) due to atrophy. The entire aus system was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.